Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The bottom case was cracked inside the battery compartment, the right plunger case was also cracked. Event history log (ehl) showed primary audible alarm bgnd test. An occlusion test was performed and the reported problem was not duplicated; the interconnect pcb (printed circuit board) with a high profile c9 capacitor was glued and intact, no speaker wires were broken. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): as preventive measures, replaced interconnect pcb and the speaker, performed all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump showed an acu (auxiliary control unity) watch dog system failure. No patient injury was reported.